Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unspecified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side capsular contracture, baker grade not specified. Device was explanted. Healthcare professional reported expander exchange for "permanent implant." Additional information: patient representative reported history of "ductal carcinoma of the breast", and alleges patient ¿suffered profound injuries which are permanent and continuing in nature¿, ¿mental and physical pain and suffering, disability and loss of enjoyment of life¿, and ¿severe physical injuries, severe emotional distress, mental anguish¿; the events are not related to the device.